Event description:
It was reported that the bd posiflush¿ syringe needle handle broke during use. The following information was provided by the initial reporter, translated from chinese: "the child was hospitalized for bronchitis. When the medical staff punctured the intravenous indwelling needle to draw blood, the prefilled needle handle suddenly broke."

Manufacturer narrative:
H6: investigation summary - as a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. A device history record review was completed by our quality engineer team for provided material number 306594 and lot number 1277449. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.